Event description:
It was reported that a patient with a history of prostate cancer and prostatectomy leading to the placement of an inflatable penile prosthesis (ipp) went to the hospital due to swelling and local pain. An ultrasound was performed in which the pump was found to be surrounded by a hypoechoic collection. The blood count was 30,000 leukocytes and the patient was drained. However, the pain and edema persisted. Five days later, another ultrasound was performed in which the pump was seen to be surrounded by a hypoechoic collection with debris. The patient had a swollen, hardened scrotum with increase temperature. Palpation was very painful, and the patient presented a fistula with purulent drainage. A surgical procedure was performed in which the existing ipp was explanted. There were no further complications following the intervention. Upon the device being returned, it was noticed that the complaint prosthesis was not a boston scientific corporation device.

Manufacturer narrative:
With all the available information, boston scientific concludes that the explanted device that was returned for analysis is not a boston scientific device. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the previously reported ams 700 penile prothesis (ipp).

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of pain, swelling, fistula, purulent discharge, edema and infection are known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with a history of prostate cancer and prostatectomy leading to the placement of an inflatable penile prosthesis (ipp) went to the hospital due to swelling and local pain. An ultrasound was performed in which the pump was found to be surrounded by a hypoechoic collection. The blood count was 30,000 leukocytes and the patient was drained. However, the pain and edema persisted. Five days later, another ultrasound was performed in which the pump was seen to be surrounded by a hypoechoic collection with debris. The patient had a swollen, hardened scrotum with increase temperature. Palpation was very painful, and the patient presented a fistula with purulent drainage. A surgical procedure was performed in which the existing ipp was explanted. There were no further complications following the intervention. Additional information received confirmed the event involved a boston scientific corporation device; however, the incorrect device was returned for analysis.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists pain, swelling, fistula, purulent discharge, and edema as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with a history of prostate cancer and prostatectomy leading to the placement of an inflatable penile prosthesis (ipp) went to the hospital due to swelling and local pain. An ultrasound was performed in which the pump was found to be surrounded by an hypoechoic collection. The blood count was 30,000 leukocytes and the patient was drained. However, the pain and edema persisted. Five days later, another ultrasound was performed in which the pump was seen to be surrounded by an hypoechoic collection with debris. The patient had a swollen, hardened scrotum with increase temperature. Palpation was very painful and the patient presented a fistula with purulent drainage. A surgical procedure was performed in which the existing ipp was explanted. There were no further complications following the intervention.

Event description:
It was reported that a patient with a history of prostate cancer and prostatectomy leading to the placement of an inflatable penile prosthesis (ipp) went to the hospital due to swelling and local pain. An ultrasound was performed in which the pump was found to be surrounded by an hypoechoic collection. The blood count was 30,000 leukocytes and the patient was drained. However, the pain and edema persisted. Five days later, another ultrasound was performed in which the pump was seen to be surrounded by an hypoechoic collection with debris. The patient had a swollen, hardened scrotum with increase temperature. Palpation was very painful and the patient presented a fistula with purulent drainage. A surgical procedure was performed in which the existing ipp was explanted. There were no further complications following the intervention.